Manufacturer narrative:
The device was being setup right before patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided nor a delay in therapy was noted. The biomed replaced the speaker assembly to resolve the reported issue. The device was returned to full functionality.

Event description:
The customer reported the check vent alarm primary speaker failed error code. The customer contacted product support and the customer has troubleshoot the issue to speaker #1. The customer reported that the unit was not in use on a patient. The customer ordered a speaker and product support provided parts.